Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph was provided for evaluation. During visual inspection of the photo, no leakage was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed ¿at the connection of red and white pipes¿ of a prismaflex m150 set. This occurred during continuous renal replacement therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.